Manufacturer narrative:
The customer¿s experience with pcb burnout was not confirmed, there was no evidence of a thermal event on any of the internal components during a physical inspections. Fluid contamination on the power supply circuit board at the q18 component which resulted in the discoloration and corrosion of the component leads which the customer thought to be a thermal event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There's no report of patient harm.

Event description:
The customer reported a pcb burnout. There's no report of visualizing an arc, spark, smoke, or burning. There's no report of patient harm.